Event description:
The pt had donut shaped burn encircling the access point. The pt had a liver rfa procedure and an introducer sheath was used (part# 700-102636 lot #c716). We started the burn 4cm deployment as per recent protocol changes for the liver lesion treatments to treat a 7cm area. The skin burn extended circumferentially for 3mm around the access sites. No track ablation was used.